Event description:
Had a boston scientific obtryx halo urethral sling implanted and it caused me serious harm and damage to my pelvis, vagina area, and thighs. It harmed my obturator, pudenal, and femoral area causing nerve injury and muscle damage. The muscle pain and nerve pain has been horrendous. I was losing the ability to walk. It also "strangled" me and caused bladder spasms and leakage. The device itself I feel is harmful and it also feels like sandpaper and was very irritating. It went through my muscles and attached to the bone on both sides and had to be surgically removed even off the bone and through the muscles. The tvt-o is not the tension free mesh hammock that it claims to be. It has completely destroyed my quality of life for 10 months. The sling had to be completely surgically removed in the hope of restoring any quality of life. Reason for use: stress incontinence with slight bladder cystocele.